Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed because no product lot number was reported. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The patient¿s father reported that his daughter's blood glucose (bg) reached 24 mmol/l (432 mg/dl) and that the cannula was bent. He called the nurse who advised them to give a bolus with the pod and a manual injection with the insulin pen which lowered her bg levels. Her bg levels returned to normal levels after activating a new pod and a bolus. Insulin was leaking at the insertion site. The pod was worn longer than 48 hours on the hip/buttocks.